Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement guide wire access was lost resulting in the reported difficult to advance. During removal interaction with the anatomy/other devices ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure was to treat a lesion located in the proximal left anterior descending (lad) coronary artery at the diagonal bifurcation, that was mildly calcified and moderately tortuous. The patient had tortuosity his in legs also. During advancement of the xience sierra stent delivery system (sds), after exiting the guide catheter, access was lost, so the sds was retracted, and removed from the anatomy. Upon removal, the stent was noted to be dislodged and was found lodged in the right posterior tibial artery. The dislodged stent was snared and successfully removed. There was no adverse patient sequela or a clinically significant delay in procedure. A same size xience sierra was implanted to complete the procedure. No additional information was provided.